Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported medication therapy was performed on wound infection after surgery.

Manufacturer narrative:
The associated complaint device was not returned. A review of manufacturing records did not reveal any issues that could have contributed to this issue. Without the actual product involved, our investigation cannot proceed.